Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device was at end of life (eol). Longevity estimate analysis was normal. Functional testing which included sense testing, impedance measurements, pace output testing, and high voltage output testing was normal with no anomalies found.